Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12656. It was reported the patient has ineffective stimulation. The sjm representative attempted to reprogram the patient to no avail. Patient has requested the sjm representative attempt to reprogram again. Note: the patient received two leads from the same lot number, however, the implant dates were different. Both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.